Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thrombosis of heartmate ii device with complete cessation of function of the pump. Specific component(s) involved: other component malfunction, specify. Other component: thrombosis of heartmate ii device with complete cessation of function of the pump. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of inflow graft; replacement of outflow graft; replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Specify component(s) involved: other component malfunction, specify.